Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy procedure, the surgeon was able to press the green button but was unable to squeeze the handle, hence the stapler did not fire. A different device was used to complete the case. There was no patient injury.